Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was transplanted and center is requesting pump analysis. Additional information (B)(4) 2014: upon investigation of the returned pump, laminated thrombus was found on the inlet bearings.

Manufacturer narrative:
No device related issues were reported and the pump was routinely transplanted. Examination of distal-side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing cup and ball, and to the inlet section of the rotor. The rings appeared to form in laminated layering which is an indication that they developed over an undetermined amount of time while the pump was in operation. The two thrombus rings were similar in color and structure, and were likely a single formation prior to disassembly of the pump. Although thrombus was found in the pump, the pt was routinely transplanted and no device related issues were reported. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no abnormalities were found. The pump was cleaned, reassembled and functionally tested under loading conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the vad operated as intended. A review of the device history records revealed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.